Manufacturer narrative:
The investigation for the reported tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the tachycardia could not be determined.

Event description:
The user facility reported that the patient on impella 5.5 support experienced runs of ventricular tachycardia. Lidocaine was given, amiodarone bolus, and 1 gram calcium chloride given. Rhythm stabilized with no ectopy. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.